Event description:
It was reported that the micro sagittal saw overheated and leaked an unknown substance containing metal shards during testing at the user facility prior to a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A sample of the substance was taken from the device and sent for evaluation, and a quality investigation is in-progress. A follow up report will be filed when the results have been received and the quality investigation has been completed.